Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult guidewire insertion was confirmed. The product returned for evaluation was one 0.018¿ x 135cm nitinol ir guidewire. The guidewire was received in its plastic hoop. Also received was the 21ga introducer needle. Usage residues were observed throughout the coil/core region of the guidewire. The guidewire was intact. Several bends and one kink were observed within the coil region. The wire outer diameter was measured and found to be within manufacturing specifications. Microscopic inspection of the wire confirmed the presence of biological residue. The coils were misaligned at the kink site. Attempts to insert both the complainant and a similar non-complainant guidewire through the introducer needle were successful and unremarkable. The guidewire deformation was consistent with insertion against resistance. The ease with which the complainant guidewire was inserted through the complainant introducer needle indicated that the cause of that resistance was not caused by the wire or needle dimensions. The presence of biological residue suggested that resistance occurred during attempted device insertion and may have been caused by insertion angle or attempted insertion into tissue. A lot history review (lhr) of redy3054 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy3054) have been reported from the same facility in (B)(6).

Event description:
It was reported that "when inserting the wire into the needle, he felt a sense of resistance, as if it was scratching. After the wire was removed procedural, it turned out that the wire was wavy. The wires have tended to be so soft lately that this would be improved as well, he said." It was stated this occurred with two wires. This report addresses the first wire. (B)(6) 2021-wire was kinked.